Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a 250ml intravia empty container; further described as a clear, thread-like, plastic- like fiber that was no more than half an inch long. This was identified during filling. There was no patient involvement. No additional information is available.